Event description:
It was reported that during a request to program this pacemaker system into magnetic resonance imaging (MRI) protection mode it was discovered that there was pacing impedance measurements out of range on the right atrial (ra) and right ventricular (rv) leads. The scan was then not complete as the system was deemed not conditional. Technical services (ts) provided troubleshooting options. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Updated record with the email for the initial reporter. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a request to program this pacemaker system into magnetic resonance imaging (MRI) protection mode it was discovered that there was pacing impedance measurements out of range on the right atrial (ra) and right ventricular (rv) leads. The scan was then not complete as the system was deemed not conditional. Technical services (ts) provided troubleshooting options. This lead remains in service. No adverse patient effects were reported.